Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic on an unknown date; it was noted that the patient had developed infection. The whole system, including the pulse generator and leads, was explanted on (B)(6) 2018. The patient was stable prior, during and post procedure and will continue to be monitored.